Event description:
Event description guidant received information that the implanted bipolar lead was observed to have fluctuating high impedances and noise. During a defibrillation threshold test to check lead integrity, a shorted condition occured followed by impedance measurements less than 20 ohms. A conductor coil fracture due to clavicle first-rib entrapment was suspected. The lead was capped and surgically abandoned. A new lead was successfully implanted. Additionally, guidant received additional information that this patient was again presented to the clinic foedevice/lead evaluation. Due to this patient prior history of a < 20 ohm shock impedance measurement, technical services again discussed device replacement. Guidant received information that this implantable cardioverter defibrillator was explanted and replaced due to an advisory